Event description:
This event involved a patient who experienced a high power event approximately three months post heartware lvad implantation. The patient presented with brownish urine and high power alarms. The doctor administered integrilin and heparin, but power continued to increase. The patient was sent to the operating room (or) and underwent a pump exchange. The product has been returned to heartware for further analysis. Investigation is ongoing.

Manufacturer narrative:
(B)(4). Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt.

Manufacturer narrative:
Hvad® pump (B)(4) was returned to heartware for evaluation. Review of the manufacturing documentation confirmed that (B)(4) met all requirements for release. Post-explant engineering evaluation did not reveal any conditions that would have contributed to the reported event. The reported high power event was confirmed via review of the controller log files. Independent pathological analysis confirmed the presence of thrombus; however, the origin of this thrombus cannot be conclusively determined. Clinical factors that may have contributed to this event include the possible poor visualization of the left ventricle (thoracotomy approach) during the implantation and sub-optimal antiplatelet therapy. Based on the review of the information available, there is no evidence to suggest that a device malfunction led to the reported event. No additional information will be forthcoming.